Event description:
Five patients samples recovered with low sodium results. Same patient samples were rerun again. Initial results were not reported. Initial result mmol/l repeat result mmol/l. Patient #1. 132/138, repeated again 137, patient #2. 130/136, repeated again 135, patient #3. 135/141, repeated again 139, patient #4, 132/140, repeated two more times with result of 136 each time, patient #5. 130/135, repeated again 137. The field service representative determined a seal was missing on a sample syringe. The seal was replaced.